Event description:
It was reported that the customer had an anomaly on the screen and unresponsive buttons on his or her insulin pump. The customer's blood glucose was unknown at the time of reporting. The device is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit had an intermittent button response on the up arrow button due to corroded keypad traces. There were no expected numbers ramping noted. The unit had minor scratches on the lcd window, cracked case at lcd window display corner, cracked reservoir tube lip and cracked belt clip slot.